Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. The balloon has a 10mm longitudinal tear starting 5mm from the proximal balloon weld. There are numerous hypotube and shaft kinks. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 08-may-2018. The 89% stenosed target lesion was located in the calcified left anterior descending artery. A 1.50mm x 15mm emerge¿ balloon catheter was advanced but failed to cross the lesion due to calcification. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon longitudinal tear.